Event description:
It was reported that the lead exhibited increased threshold.

Event description:
The physician recently informed st. Jude medical that the pericarditis described in the initial MDR was actually a perforation or micro-perforation. No further details were made available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.